Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged insulin pump being defective(unexpected battery power loss), blood glucose meter not communicating with the insulin pump, and was hospitalized for high blood glucoses and heart issue. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08770 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No power loss alarm noted during testing or in the insulin pump trace download. The test blood glucose meter communicates properly to the insulin pump noted and the blood glucose readings registered properly in the daily history noted. Insulin pump received with pillowing keypad overlay. In summary, customer allegation for blood glucose meter not communicating with the insulin pump and unexpected battery power loss not confirmed during full functional testing and in power management graph. Unable to verify customer alleged for high blood glucoses and heart issue. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No power loss alarm noted during testing or in the device trace download. The test bg meter communicates properly to the insulin pump noted and the bg readings registered properly in the daily history noted. Device received with pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(6) on apr 18, 2022. Retainer ring = black. On (B)(6), 2021 the customer alleged insulin pump being defective(unexpected battery power loss), bg meter not communicating with the pump, and was hospitalized for high bgs and heart issue. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08770 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm noted during testing or in the pump trace download. The test bg meter communicates properly to the pump noted and the bg readings registered properly in the daily history noted. Device received with pillowing keypad overlay. In summary, customer allegation for bg meter not communicating with the pump and unexpected battery power loss not confirmed during full functional testing and in power management graph. Unable to verify customer alleged for high bgs and heart issue. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on june 04, 2021 for high blood glucose. Blood glucose level was over 400 mg/dl. Customer reported that the insulin pump was not working. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using the insulin pump on auto mode. Insulin pump will be returned for analysis.